Manufacturer narrative:
Refer to evaluation summary:(B)(4): upon receipt, the catheter was visually inspected and it was found that the anchor window was broken and had some brown residue inside. Then per the event, a deflection and contraction tests were performed and the catheter passed the contraction test but failed the deflection test. The catheter was then dissected and it was determined that the root cause was that the t-bar slid down causing the deflection issue. A corrective action has been opened to address and resolve this issue. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during a pvi procedure, the lasso catheter loop was not able to contact and got stuck. The physician did not have any difficulty to remove the lasso catheter. The case was completed without any patient consequence by changing the lasso catheter.

Manufacturer narrative:
(B)(4).